Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.50/+1.0/126 (sphere/cylinder/axis) into the patients right eye (od). The lens was reported as excessive vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Implant date: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Implant date: unk. Explant date: unk. PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.50/+1.0/126 (sphere/cylinder/axis) into the patients right eye (od). The lens was reported as excessive vaulting and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+1.0/115 (sphere/cylinder/axis) in the patient's right eye (od) . The lens was explanted due to excessive vaulting. Additional information has been requested but none has been forthcoming. D4: serial #: (B)(6). H4: device manufacture date: 01-sep-2021. Claim # (B)(4).

Manufacturer narrative:
B5: the reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -12.00/+1.0/115 (sphere/cylinder/axis) in the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. Claim # (B)(4).